Event description:
A pt was injected in the naso labial folds with radiesse at a training workshop in another country. Within one hour, the pt developed swelling. The swelling increased overnight, and the next day, the pt was admitted to the hospital. The treating physician at the hospital ran a series of allergy tests and prescribed several medications to reduce the swelling and redness. The injectable implant is approved for facial augmentation in another country.

Manufacturer narrative:
During a follow-up with the radiesse injecting physician, it was reported that the pt was released from the hospital with all symptoms resolved. There was no permanent damage or deterioration in health reported. The test results from the allergy testing were not provided to bioform medical. A review of the device history records for radiesse lot number 1003241, indicates there is nothing that would have contribute to this reported event.